Event description:
It was reported that patient presented remotely via remote merlin.net transmissions with several inappropriate mode switch episodes exhibited on the pacemaker. Upon review of stored electrograms the episodes were caused by atrial p-wave oversensing. All other electrical values were normal. Programming changes were discussed, no interventions were performed. There were no reported patient symptoms.